Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflation and "implant deformity". The event of "implant deformity" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified a broken of plug strap, missing plug strap (75-100%), an opening on the valve. A leak test and microscopic analysis was performed which identified a cracked opening, and a sharp broken. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A sharp broken on the plug strap due to an unidentified (tear) opening. Missing shell due to inconclusive.

Event description:
Healthcare provider reported left side "implant deformity", left side enlarged implant increase volume, and, yellow fluid inside intact implant "made the implant 2x size". Device has been explanted.